Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had received an off/no power alarm and battery out limit alarm without a low battery warning. The customer's blood glucose at the time of the event was 376 mg/dl. The customer states that they had received the battery out limit alarm later in the evening after inserting a new battery that day, and that the insulin pump did not provide a low battery alert prior to the alarm. Troubleshooting did not resolve the issue. The insulin pump will not be returned for analysis.